Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer's screen was unresponsive in certain areas and required a lo ng press in order to respond. The programmer failed the finger touch test procedure. An electromagnetic interference repair was performed. Additionally, it was noted that the keyboard and the handle covers were damaged. The keyboard and the handle covers were replaced. The overlay was cracked. The overlay was replaced. The media bay door was broken. The media bay door was replaced. The hinge plate screws were missing. The hinge plate screws were added. The software was reconfigured, reloaded, and updated. The programmer then passed the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's screen was unresponsive in certain areas, and it was noted that it required a long press in order to respond. The programmer has been returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.